Event description:
Bladder was perforated during laparoscopic hernia repair. The balloon dissector was inflated and appeared to function properly. The balloon did not appear to malfunction. A trocar (not gsi trocar) was inserted; via endoscope, a tear in the bladder was observed. Endoscopic repair of the bladder was not successful; procedure converted to open. Bladder tear was repaired via open surgery.